Event description:
Explanting physician reported rupture diagnosed by MRI. The device status is unknown. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Explanting physician reported, rupture. Diagnosed by MRI. The device was explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the anterior side assessed, as unidentified (tear) opening. And missing side assessed, as inconclusive (shell thickness was within specification). Additional observations: brown encapsulation observed, on the device. No further actions are required, as the device was implanted.